Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - per revision 21 of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008291, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008291 was manufactured according to the work instruction (wi) version 115 and manufactured in the line inset 3 on 25-jul-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4g03041 was manufactured according to the work instruction (wi) version 11 and manufactured in the machine igtl01, on 21-jul-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4g04763 was manufactured according to the work instruction (wi) version 11 and manufactured in the machine igtl01, on 23-jul-2024, with a total of (B)(4) units. Review of the DHR showed that an extended inspection was created due to pouch with incomplete sealing, extended inspection was found within specification conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on 13-aug-2025. The blockage was in the tubing. Patient replace supplies as necessary and resume insulin therapy. No further information available.